Event description:
The catheter was inserted into the pt at approx. 11:32 hrs. An x-ray was taken at that time and everything was fine. At 14;29 hrs a second x-ray indicated the catheter had kinked severly, the catheter was removed and replaced with another one.